Event description:
It was reported to boston scientific corporation that a cre wire guided balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, after dilatation, the black exit marker peeled off from the catheter. Reportedly, no pieces of the device fell off inside the patient. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the complaint device revealed that the exit marker was bunched up on the device and the catheter was found cut near the distal tip of the device. Functional analysis could not be performed due to the condition of the device. Based on the condition of the returned device, the reported defect of exit marker loose/detached was confirmed. The failures noted likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2015. According to the complainant, after dilatation, the black exit marker peeled off from the catheter. Reportedly, no pieces of the device fell off inside the patient. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.